Manufacturer narrative:
It was reported that the sample was leaking. One sample model mz9226 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the filter inlet tubing bond. Upon inspection under the microscope, there is a gap between the tubing and filter inlet port. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the probable root cause is the possible gap between components. The reported failure mode was addressed on may 01, 2019, where a leak test was added to the operation in the production process to avoid leaks between tubing and filter. The lot in this complaint is unknown, therefore these actions could help address the reported failure mode suspecting that the lot was built on those dates. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10 below

Event description:
No additional info

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: intravenous tubing leaking. Catalog #: mz9226.